Event description:
Device 1 of 2. Please see MFR report #1627487-2010-02555 for device 2. On (B)(6)2010, the pt was implanted with an scs system. The pt had a wet tap during the placement of her leads. The doctor was initially trying to implant two leads but end up completing the procedure using only one. The pt then had stimulation on her left side but she also felt numbness in her right leg and was unable to move it. Putting pressure on the leg resulted in a shocking sensation for the pt. On (B)(6)2010, the doctor took the pt back into surgery and removed the lead. Since lead removal, the pt had been in rehab at home and was regaining feeling and movement to her leg. In (B)(6), the pt returned to the hospital with sepsis, but it did not appear to be at the incision site.

Manufacturer narrative:
The exact lot number of the lead is unk. Both possible lot numbers were reviewed. Evaluation: the device history and sterilization records were reviewed. Results: the device has not been returned so, no analysis has been completed at this time. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.